Event description:
The rptr did back to back (rapid succession) blood glucose tests. Rptr's results were 179, 291, 293 and 297 mg/dl. Rptr did not have any symptoms. A control test was in range. On followup, the rptr had used one test strip for the first test, and then reinserted a second strip for all of the next three tests. Rptr's meter had never been cleaned. Rptr declined providing age and weight info. No harm was alleged.